Event description:
A customer reported that a malfunction occurred on their insulin pump, identified by malfunction code malf 1, and confirmed by fault ID 0x200c. There was no adverse impact on the customer¿s blood glucose level. Technical support (cts) assisted the customer in resetting the pump, but the malfunction persisted, prompting cts to offer a replacement pump. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continuity until the new pump arrives. The customer was informed of the procedures for returning the faulty pump and setting up the replacement, which included programming their pump settings and connecting their continuous glucose monitor (cgm) to the new pump.